Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 33 year-old female patient who had essure inserted (lot no. He01181) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspareunia") and mental disorder ("mental disorder"). The patient was treated with surgery (essure removal and ). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: insertion date: (B)(6) 2016. Lot number: he01181 manufacture date: 2015-09 expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] abnormal bleeding [bleeding genital] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder] gastrointestinal disorder [gastrointestinal disorder] urinary tract disorder [urinary tract disorder] device intolerance [device intolerance] hypersensitivity [hypersensitivity] complication of device removal [complication of device removal] dyspareunia [dyspareunia] mental disorder [mental disorder] heavy periods lasting 7 days [heavy periods] tenderness in lower abdomen [lower abdominal tenderness] getting more bv infections [bacterial vaginosis] then difficulty with views. Hysteroscopy taken over by [device insertion difficult]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 33 year-old female patient who had essure inserted (lot no. He01181) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal") and device insertion difficult ("then difficulty with views. Hysteroscopy taken over by"). The patient had a medical history of migraine, anxiety, low mood, caesarean section, parity 2 (she is a para 2 and both her children were born by caesarean section. Her first caesarean was done in 2014 for a non-reassuring ctg. Thereafter she delivered baby electively by a planned caesarean section. She gives a history of group b strep in her first pregnancy) and polycystic ovary. Previously administered products included: oral contraceptive nos, yasmin, implanon, mirena and sertraline. Concurrent conditions were listed as endometriosis, thrush, heavy periods, iliac fossa pain, neurological disorder nos, mental disorder, swelling abdomen, abdominal pain, vaginal discharge, headache, nausea, painful intercourse, pelvic pain female, depression and urinary tract infection. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspareunia"), mental disorder ("mental disorder"), heavy menstrual bleeding ("heavy periods lasting 7 days"), abdominal tenderness (" tenderness in lower abdomen") and bacterial vaginosis ("getting more bv infections"). The patient was treated with citalopram (citalopram hydrobromide) as well as surgery (laparoscopic hysterectomy and ). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal tenderness, bacterial vaginosis, bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: insertion date:(B)(6) 2016. ( B)(6) 2016 : essure x1 inserted to a, patient felt insertion on her right side. 5 coils easy insertion. Then difficulty with views. Hysteroscopy taken over by physician cannot identify contralateral ostium therefore abandoned. (B)(6) 2016: patient came back to clinic to complete hysteroscopic sterilization with an essure micro-implant today. Physician inserted a device into the right tube on the (B)(6) 2016 and today we were able to insert a device into the left tube. She is aware that she needs to use effective contraception until after her confirmation test in 3 months¿ time. Left device inserted 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2021: negative [ultrasound scan] on (B)(6) 2011: clinical history: pcos, right lower abdominal pain, o/e tender lower pelvis. Lmp 1 year ago. Endometrium measures 6 mm. No adnexal masses or free fluid demonstrated.; on (B)(6) 2017: both the right and left essure devices are present and appear normally placed. The right essure partially crosses the myometrium and the left essure reaches the endometrium. Normal appearance of both ovaries. No obvious adnexal masses or free fluid seen on this scan conclusion : normal bilateral essure placement.; on (B)(6) 2017: complains of pelvic pain, had sterilization, period this time delayed by 2 weeks, bit of spotting. Findings: the uterus was anteverted and appeared ultrasonically normal. The endometrial line appeared regular. Et = 4.9 mm. The right ovary was of normal size and appearance. The left ovary contains a probable 24 mm dominant follicle and otherwise appeared normal. A trace of free fluid was demonstrated around the left ovary. A degree of pid cannot be excluded. No adnexal mass was identified; on (B)(6) 2021: clinical indication: 2/7 lower abdominal pain, more on right side, feels nauseous but no vomiting. Multiparous. Bloods nad, abdomen soft tender suprapubic normal ultrasound appearances of the abdominal aorta, pancreas, both kidneys and spleen. Smooth walled urinary bladder seen. Conclusion: normal abdominal ultrasound scan.; on 08-dec-2023: clinical indication: severe left sided abdominal pain, has essure implant in situ, unusual discharge pv, sometimes bloody, known pcos and enlarged cyst on left side on last scan, already referred to gynae r/v in january but please scan urgently to image ovaries and implant to ensure no further problem. Findings: right ovary appears ultrasonically normal. Right ovarian volume of 12cm3. Left ovary contains a thin walled simple cyst measuring 43mm x 39mm x 42mm this may represent the previously seen cyst on ultrasound (B)(6) 2021. Further small follicle noted measuring 19mm x 16mm x 19mm. Free fluid seen to depth of 10.1mm. Impression: 43mm left ovarian cyst. Free fluid in the pod-10.1mm lot number: he01181 manufacture date: 2015-09 expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events heavy menses, abdominal tenderness, bacterial vaginosis, device insertion difficult are added. Medical history, treatment drug , concomitant conditions were added. Lab data added. Reporter causality comment updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 33 year-old female patient who had essure inserted (lot no. He01181) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspareunia") and mental disorder ("mental disorder"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: insertion date:(B)(6) 2016. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.